Event description:
It was reported that the user experienced episodes of low blood glucose while using the ilet and subsequently reverted to multiple daily injections; no device alerts or alarms were reported. Symptoms included hypoglycemia. Outcomes included temporary cessation of pump therapy by the user. Investigation included plans to obtain a blood glucose questionnaire and additional details about the low events to assess potential use-related or therapy-related contributors; no device evaluation has been performed yet because the device was not available. Investigation of this case revealed that the cause remains unclear based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending additional information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.